Event description:
It was reported that the patients spinal cord stimulator (scs) device was not providing adequate pain relief even after a lead revision procedure (MFR. Report no.: 3006630150-2022-04200). The patient underwent an scs system explant procedure. The explanted ipg and leads were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 19568422.